Event description:
During a thyroidectomy procedure, the blade broke in half. A new like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states; "scratches on the blade may lead to premature blade failure". The batch history records were reviewed with no anomalies noted during the manufacturing process.